Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow up report if required. The suspect device has not been received by carefusion. (B)(4).

Event description:
A customer reported to carefusion that the avea ventilator began "alarming" after passing the extended self test (est) with "extended high ppeak" errors. The customer inspected the unit and determined the pressure transducer a/d was locked at 4095 and it would not calibrate. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Result of device evaluation: the gas delivery engine (gde) was returned to carefusion and evaluated. The reported problem was duplicated. Recall remediation per recall #z-1609-2015 was performed on the device.